Event description:
Customer reports the softclix plus lancet will not retract. No accidental needle stick occurred. No adverse event reported. The customer did not provide the location where the malfunction occurred. The malfunction was confirmed upon evaluation by the manufacturer. Requested return of suspect device and replacement was sent. Softclix plus lancet (lot number unknown).

Manufacturer narrative:
The suspect product is the softclix plus lancet.